Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion alarms were verified. The cause was determined to be continuity through the ultrasonic sensor flex tail. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received, however an evaluation is not yet completed; therefore, a full device analysis could not be provided. Upon completion of the evaluation, when additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced intermittent upstream occlusion alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.